Event description:
Initial report: this non-serious case from (B) (6) was received from a physician on 10-may-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - (B) (4). This case involves a (B) (6) male pt who was injected with poly-l-lactic acid (sculptra) therapy three times ((B) (6) 2009, (B) (6) 2009, and (B) (6) 2010). Poly-l-lactic acid was diluted with 6 ml sterile water +1 ml lidocaine. No add'l treatment details were provided. In (B) (6) 2009, four visible granulomas of 0.5 cm diameter appeared in the temple, periorbital area (crow's feet) and cheek. Massage was used as corrective therapy. No surgery was required and no biopsy was taken. There is a known duration of 30 days or more and it was characterized as prolonged. The event did not lead to permanent impairment of a body function or permanent damage to a body structure. Relevant medical history includes previous esthetic treatments (nos) and no concomitant medications were taken. The pt had no acute/chronic cutaneous diseases, no autoimmune disorders, no granulomatous disease, no tendency to pathologic scarring, and no recent hormonal changes. Action taken: not applicable. Event outcome is unk. A ptc (pharmaceutical technical complaint) was initiated: (B) (4); (B) (4). Physician's causality assessment: possible.